Event description:
It was reported that the zimmer pulsavac plus was used on a total knee case and it performed normally without any issue. After the total knee surgical case, the power cord was pulled from the battery pack while tearing down the drapes/sterile field. Afterward, it was discovered that the battery pack was hot. When opened, two of the aa batteries were melted together. There was no pt or user harm associated with the report.

Manufacturer narrative:
There was no product return so physical inspection and testing of the device was not completed. The review of the device history record noted no relevant non-conformances, requests for deviation, or other issues. The review of the mfg and testing processes discovered no systemic issues with this device. With the available info the customers reported event cannot be confirmed. The product IFU warns that the batteries should be removed from the battery pack and that the battery cable should not be cut. The most probable cause for this incident is improper disposal of the device in contradiction of the IFU warnings by the customer. When the customer "pulled the power cord out of the battery pack" most likely the wire stretched until the wires snapped apart. This could have the same results as causing a short when cutting the wires. Only after the battery pack getting hot was the battery pack opened. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn.